Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the flex deflectable videoscope exhibited a snowflake image. The issue was attributed to a shaved electrical contact on the video connector, resulting in image noise. In addition, the adhesive around the objective lens was found to be peeled. There was no patient involvement.